Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate and should no longer be relied upon to determine the depletion status of the device. There is no intervention information available to date. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate and should no longer be relied upon to determine the depletion status of the device. Additional information was received indicating that the device was explanted and was returned to the laboratory for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate and should no longer be relied upon to determine the depletion status of the device. Additional information was received indicating that the device was explanted and was returned to the laboratory for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.